Event description:
Information was received indicating that a pump using a cadd administration set exhibited a faulty air filter. It was reported there was not patient injury. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Source report: (B)(6).